Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unknown), using the multi-function cables and multi-function electrodes with the device, when the pt suddenly coded. The clinicians attempted to defibrillate the pt, but the device would not discharge. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.